Event description:
Reportedly, during the procedure the jaws of the device would not close. Because of this, the instrument could not be removed from the cavity through the trocar. To remove the instrument the surgeon needed to convert the procedure from a laparoscopic to open procedure. There is no reported injury outside of the conversion to an open procedure.